Event description:
It was reported that prior to starting a da vinci si surgical procedure, it was noted by the surgical staff that the tips on the pk dissecting forceps instrument were broken. There were no missing or fallen pieces reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that the pitch cable at the distal clevis hub was frayed. There was no damage to the clevis found. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.